Event description:
User facility reported that during a surgical procedure the grasper jaws locked in the open position, and a larger incision had to be made to remove the instrument from the pt. X-rays of the pt were negative for foreign bodies. The lot number was not legible on the shaft. The instrument is not being returned, but photographs will be taken if possible and sent to jarit for investigation.